Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient was in the hospital for another reason and medtronic employee called in to check pacemaker. Over sensing was present overnight on monitor. Caller was not able to reproduce over sensing with arm movement. Device is still in use. No patient complications have been reported as a result of this event.